Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer inspected the system onsite and confirmed that the system was not able to power on. Upon troubleshooting, fse checked the input power and confirmed that system was functioning fine. To resolve this issue, fse performed power recycle, the restarted the system, checked the system exposure settings and no issue found. However, the issue reoccurred again after few days where fse replaced the mpdu control board. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that system was unable to power on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.